Manufacturer narrative:
Follow-up #1 date of submission 08/15/2016 device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2016 with the following findings: a review of the black box data showed no evidence of ¿pump failing completely¿. Basal deliveries were observed throughout the black box data. A visual inspection of the pump showed that the battery compartment was cracked with damaged threads. Evidence of moisture was observed in the battery compartment. The keypad cover was completely peeled off and the audio bolus button cover was torn. The pump was able to power on with the returned battery cap. The keypad buttons were unresponsive during testing. The pump failed a leak test at the battery compartment crack. The pump cover was removed and no additional moisture was observed in the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging the "current pump has failed completely and patient is on shots." There was no indication that the product caused or contributed to an adverse event. Customer support has made several attempts to contact the reporter in follow up, however, the reporter did not respond. No further information was available; if further information is provided a follow up report shall be made. This complaint is being reported because of the allegation of an unspecified pump issue.